Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller and programming options. The physician is not certain if the syncope was due to vt or discrimination issues due to the poor atrial sensing. The patient will be following up with his physician at an unknown date in the future. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient experienced a syncopal episode, fell and hit his head. It is unknown if the fall was prior to receiving a shock or as a result of the shock. Device evaluation noted that the patient had ventricular tachycardia (vt) with seven bursts of anti-tachycardia pacing (atp) followed by eleven and a 26j shock. Additionally, atrial undersensing was noted. The atrial sensitivity was programmed at .25mv and was reprogrammed to .15mv which produced noise on the atrial lead. The physician is concerned with the integrity of the competitive atrial lead as the impedance fluctuates between 540 ohms and less than 200 ohms. No adverse patient effects were reported.